Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer report that the handpiece did not perform ultrasound emission. Event timing and patient involvement are unknown. Additional information was requested but not received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The handpiece was manufactured on may 1, 2017. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample showed no visible issues. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, found the handpiece to meet specifications. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event of no ultrasound is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).